Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the device did not alarm when she ran out of insulin. The caller stated that she is out of insulin and has not received any alarm. Reviewed the alarm history and found two low reservoir alarms. The blood glucose reading was 108mg/dl. Performed the high pressure test and the test passed. The customer also stated that the night before she woke up with high blood glucose because the insulin pump did not deliver insulin and had to treat with manual injections. Attempted to contact the customer several times with no results. No further information was provided.